Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been carefully analysed. The available data showed a ventricular threshold of 2.5 v in (B)(6) 2015 and of 2.5 v at 1 ms in (B)(6) 2017. Furthermore the provided iegm demonstrated a noise signals with small amplitude and frequency which led to oversensing as mentioned in the complaint description. Based on the characteristics of these signals it is reasonable to assume, that the noise resulted from an external source. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - (B)(4) reported that during the first 5 months after the implant the threshold increased to 2.5 v @ 1ms and last (B)(6) oversensing was noted during a follow up. There was no information provided that the lead was explanted or repositioned.